Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a healthcare professional. This case is cross referred with case: (B)(4) and (B)(4) (cluster). This case concerns a (B)(6) year old female pt who had large, hot and red knee and 90 cc of knee was aspirated while receiving treatment with synvisc. No past drug, medical history or concomitant medication or concurrent condition was reported. On an unk date, the pt received second injection of second series of intra-articular synvisc injection at a dose of 2 ml (batch/lot number): 4rsd007; frequency and expiration date: not provided) into unspecified knee for osteoarthritis. On an unk date, the pt experienced large, red, hot knee. On an unk date, 90 cc of the knee was aspirated and cortisone was injected into the knee (results: unk). It was reported that the lab culture had not come back. Action taken: unk. Corrective treatment: not reported for large and hot knee; red knee; cortisone.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc # (B)(4). The production and quality control documentation for lot #4rsd007, with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot #, batch record review and lot # frequency analysis for lot # 4rsd007, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2015, total of (B)(4) complaints (including this complaint) had been reported for lot # 4rsd007: (B)(4) adverse event reports. Genzyme biosurgery would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Add'l info was received on (B)(6) 2015. The expiration date of the suspect product was added as 09/2017. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a healthcare professional. This case is cross referred with case: (B)(4) and (B)(4) (cluster). This case concerns a (B)(6) year old female pt who had large, hot and red knee and 90 cc of knee was aspirated while receiving treatment with synvisc. No past drug, medical history or concomitant medication or concurrent condition was reported. On an unk date, the pt received second injection of second series of intra-articular synvisc injection at a dose of 2 ml (frequency: not provided; batch/lot number 4rsd007; expiration date: 09/2017) into unspecified knee for osteoarthritis. On an unk date, the pt experienced large, red, hot knee. On an unk date, 90 cc of the knee was aspirated and cortisone was injected into the knee (results: unk). It was reported that the lab culture had not come back. Action taken: unk. Corrective treatment: large and hot knee; red knee: cortisone. Outcome: unk for all the events. Seriousness criteria: required intervention for large knee, hot knee and red knee.